Event description:
The suspect device was in use on a ambulance and it was used to check the blood glucose on two pts. Pt.#1 had a result of 62mg/dl and pt.#2 had a result of lo on the suspect device. Both pts were treated with 50% dextrose by the emt's. Upon arrival at the hospital, pt.#1 had a lab blood glucose of 250mg/dl and pt.#2 had lab blood glucose of 945mg/dl.

Event description:
The suspect devcie was in use on an ambulance and it was used to check the blood glucose on two pts. Pt.#1 had a result of 62mg/dl and pt.#2 had a result of lo on the suspect device. Both pts were treated with 50% dextrose by the emt's. Upon arrival at the hospital, pt.#1 had a lab glucose of 250mg/dl and pt.#2 had lab blood glucose of 945mgmg/dl.